Event description:
It is reported that a customer has physical damage in the form of cracks on their reservoirs every time they change them out. The patient's blood glucose level was unknown at the time of the call. The customer was transferred to the help line for assistance. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.